Manufacturer narrative:
Product complaint # ==> pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed added: h6 patient code: no code available (3191) used to capture the device revision or replacement and insufficient information. Corrected: h6 (device code: fracture is being retracted since the fragmentation of the cement is secondary to implant loosening.)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the device history records were reviewed as part of investigation (B)(4) and the review found no non-conformances on this batch. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Medical records received on 09 aug 2018. Records indicate patient received a left attune total knee arthroplasty. Patient received a right attune total knee arthoplasty (linked npi). No allegations provided of patient injury or product failure, nor report of revision. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon reported the tibial component was loose with fragmentation and deterioration of the cement and medial subsidence.